Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# unknown, implanted: (B)(6) 2007, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Catheter implant date received.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709sc, lot# unknown, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. It was reported that on (B)(6) 2007, sometime after the implantation procedure, a technical issue/lead breakage occurred. A non-surgical treatment was performed. There was no hospitalization or death associated with the event. There were no reported symptoms. No complications were reported or anticipated.